Manufacturer narrative:
The reported event that unknown locking screw was broken during surgery could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the complaint history review and the event description, the most probable root cause is, but is not limited to overtorque applied on the screwdriver during the extraction of the screw. Indeed, the extraction of a screw that had been implanted in a patient's bone for a long period of time with a standard screwdriver is inadequate since usually the implant fuse with the bone, making the torque necessary for the extraction much higher. In this case, a screwdriver from the extraction set should have been used to avoid the damage of the reported screwdriver. A fact that can be stated is that during the extraction, the screw and the screwdriver are usually under high tension, and combined with the rotational moves, this usually leads to a torsional fracture of either the screw or the screwdriver. As explained in the memo (potential recurring situation identification - (B)(4) trending), ¿regardless of the implant size or type the torque needed to explant a screw can be higher than the torque needed to implant a screw. In some cases the torque required to remove the implant is higher than the mechanical properties of the screw. In these cases the implant breaks during explanation. Specific instruments dedicated for implant removal are offered by stryker to help explanation of screws. Stryker offers dedicated instrument sets (implant extraction set, moduli ref (B)(4) and modul 2 ref (B)(4)).¿ by using these specific extraction sets, the removal of screws will be easier, and will avoid the breakage of the standard screwdrivers. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that when the locking screw was not able to be removed and the head of the screw was broken. Therefore, when the doctor tried to be separated with plate and bone, the screw and plate were removed together and a cortical bone in front broken a little. The patient had no symptoms and the doctor not done additional treatment. In order to bone fusion, the plate and screw of implanted at (B)(6) 2018 was removed. Adverse consequences: a cortical bone in front broken a little.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
It was reported that when the locking screw was not able to be removed and the head of the screw was broken. Therefore, when the doctor tried to be separated with plate and bone, the screw and plate were removed together and a cortical bone in front broken a little. The patient had no symptoms and the doctor not done additional treatment. In order to bone fusion, the plate and screw of implanted at (B)(6) 2018 was removed. Adverse consequences: a cortical bone in front broken a little.